Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was experiencing discomfort and scrotal pain and had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to the reservoir herniating and the ipp leaking. The patient commented that the pump was bad. The patient is expected to fully recover.

Event description:
It was reported that the patient was experiencing discomfort and scrotal pain and had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to the reservoir herniating and the ipp leaking. The patient is expected to fully recover.